Manufacturer narrative:
D10 concomitant product: 72203012, dense tis shaver plus 72203012 truclear (lot#5831575). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a dilation and curettage hysteroscopy and myomectomy procedure, prior to resection, the use of the shaver resulted in a loss of visualization, which extended the surgical time by 30 minutes. A new blade was obtained but had the same issue. An additional operation was required to correct the issue.